Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient underwent surgical intervention wherein the scs system was explanted. The patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the alleged issue.